Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were sent for review. It was noted that on a couple occasions while using the mobile power unit (mpu) that total power was lost on (B)(6) 2026 at 0339 and 0426 enabling the backup battery in the system controller until power was restored to the mpu. These events lasted no longer than 10 seconds each. They also noted a backup battery fault (B)(6) 2026 at 0426 as well but did not latch so intervention was not needed. The mpu did have a v-lock connector at the ac power cord, and the site thought the ac power cord may have come loose at the wall outlet. The patient's family member changed the outlet and there have been no further issues. The mpu was not removed from service.